Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced possible premature battery depletion. The device was explanted and replaced. It was also reported that the left ventricular (lv) lead triggered an alert for high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. And analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Concomitant products: 7279 implantable cardioverter defibrillator (ICD)  implanted: 2010 (B)(6); 4076 implantable pacing lead 2010 (B)(6). (B)(4).